Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 07-nov-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The chronic totally occluded target lesion was located in the right coronary artery. Predilatation was performed with multiple balloons catheters (2x8 non-bsc balloon, 2.5x8 emerge, and a 1.0x10 non-bsc device). Subsequently, the physician then advanced a 3.00 x 16 synergy stent but failed to cross he lesion. The device was replaced and a 3 x15 non bsc stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found the proximal section of the stent was damaged with the most proximal stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip, hypotube, outer and inner lumen as well as the mid-shaft section found no issues. No other issues were identified during the product analysis.